Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose (bg) last night of 600mg/dl with large ketones. The patient was brought to the emergency room while bg was reading hi on the meter. The patient had nausea, vomiting and ketones. The patient was treated with fluids and insulin in the emergency room and released. The reporter stated that the patient was not in diabetic ketoacidosis. The reporter stated that the patient thought she had a stomach virus. Customer support (cs) reviewed the settings and all settings were correct. The patient continues to use the pump. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.